Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior fixation at levels l1-l5 on (B)(6) 2013. At an unknown date post-op, l1 screw was found to be loosened. Patient achieved bone fusion at l4-l5, but failed on other area. Revision was performed on (B)(6) 2015. Screws placed on the initial surgery were removed and larger screws were placed at l2-l4. Surgeon did not fix l1-l2 at that time. The surgeon commented that he had placed l1 screw "as a support" at the time of the initial surgery that might have worsened the post-op course. Patient complications were reported unknown.